Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. It was noticed that the way the implant has broken is consistent with twisting the implant along the axil where it is held between the vertebral bodies. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the cage broke during use. The cage was replaced, no pt complication was reported.